Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. The patient reportedly manages her diabetes with 25 units of novolog insulin (frequency no specified) and in response to the alleged power issue, the patient reportedly continued with her usual dose of medication. The patient's testing frequency is not clear, it is not known if the patient tested her blood glucose with another/secondary device prior to administering her insulin, and it is also not clear if the patient suffers from other health conditions. According to the csr's documentation, as a result of the alleged power issue, the patient reportedly "passed out" one month later (date/time not specified); it is not clear how long the patient lost consciousness for. Per csr documentation, on (B)(6) 2013, the patient reportedly went to the emergency room (ER) and only received a laboratory blood glucose test ("100+"). It is not clear if the patient received any medical intervention during her time in the ER and it is not clear when the patient was release from the ER. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips at the time the alleged issue occurred, and the subject meter turned on manually with the power button and also with test strip. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.